Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage with the incident lot was observed as blood leaked past the stopper. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no defects were observed that could cause leakage. Bd was not able to identify a root cause for the leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe, the device experienced blood splatter/ leakage or other sample leakage from the device. The following information was provided by the initial reporter. The customer stated: after routine operation in the department, the general nurse found blood leakage at the lower end of the plunger stopper when preparing for the computer test. The test was completed after the replacement of the same batch of arterial blood samples. Because there was only 3 days after the last complaint of bleeding, the head nurse was furious, thinking that the frequency of defective products was too high, leading to re-collection of specimens, which seriously increased the amount of nurses' operations, and the patient's mood also increased, which increased the risk of doctor-patient conflicts.